Event description:
It was reported that within a couple days of implant, the patient experienced chest pain, with tamponade due to suspected atrial perforation noted. 500 cc of fluid was removed via a chest tube, with subsequent atrial threshold testing revealing significantly increased outputs necessary to stimulate atrial activity. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2015; 429888 lead, implanted: (B)(6) 2015. (B)(4).